Manufacturer narrative:
Placeholder.

Event description:
This was a left-sided lead extraction to remove one malfunctioning ICD lead, medtronic 6947, implanted (B)(6) 2007. Left-sided pocket was opened and the lead was prepped with an lld-ez. The retractable screw of the lead failed to retract. A 14f glidelight laser sheath was used into the subclavian vein and mid-innominate vein until progress stalled. A 16f glidelight laser sheath was opened and used, progressing further down to the proximal coil where it encountered lead on lead binding of the right atrial mdt 5076 lead (not planned for extraction). The 16f laser passed the proximal coil and moved into the svc/ra junction where significant lead to lead binding was encountered again, as well as lead embedment into the wall of the vessel. At this time, hypotension was noted and tee showed pericardial effusion. CPR, fluid resuscitation, and cardiac surgery were initiated within 1 minute. An injury in the svc/ra junction with innominate involvement was discovered and repaired. The patient survived the intervention. During the procedure, the physician elected to cut and cap the lead with the lld inside due to the injury. This report is reflecting the lld that required situational abandonment during the case.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.